Event description:
The manufacturer has been notified that a 54 year old female pt was implanted with a size 21 aortic valve. Approx three months post-implant, the patient developed hemolytic anemia and the cphv was removed and replaced with a tissue valve.